Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified # of tubes are underfilling when close to expiration date. There was no health impact or consequences reported.